Event description:
It was reported that during follow-up, the device could not be interrogated. Troubleshooting techniques did not resolve the issue. The device was explanted.

Manufacturer narrative:
The field experience of no communication was confirmed. The device was found to have no power and the battery voltage was less than 1 mv. When the device was powered with an external power supply, current was normal and the device met all specifications. The battery was returned to it's supplier for further investigation. It was determined that the battery was depleted; however, no anomaly was detected to explain the depletion. The cause of the anomaly was not determined.